Manufacturer narrative:
Multiple attempts have been made to try to obtain further case information regarding the troubleshooting/evaluation and repair; however, no response was received. The actual cause cannot be determined at this time as it is unknown which tests were performed to replicate the malfunction and determine the cause. It is also unknown what the outcome of the issue was or how the issue was resolved. No further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device did not operate on alternating current (ac) power and only ran on battery. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that the device did not operate on alternating current (ac) power and only ran on battery. The customer already replaced the power cord, but the issue remained. The remote service engineer (rse) recommended that the customer check the ac voltage going into the power supply with a voltmeter, and the customer verified that there was no 120ac volts going to the power supply. The rse then provided the customer with the part number of the replacement power supply for repair as the cause or most likely cause of the malfunction was due to a faulty power supply. The investigation is ongoing.